Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, vaginal discharge, bleeding, abdominal pain, pink vagina, granulation tissue in posterior wall of 0.5 cm. Rectovaginal &#63536;0.1 cm red, flat area with minimal tenderness in anus. Diagnosed with abdominal pain, vaginal discharge, painful mesh for posterior repair. Diagnosed with recent damage of right gluteal site, culture done. Diagnosed with probable inflammatory symptoms to vagina/rectal graft versus fistula. Consult with surgeon. Recurrent uti, watery vaginal discharge, abscess near buttock where mesh was placed, redness at vaginal apex with granulation tissue, inflammation in upper vagina. Pelvic examination revealed an area of drainage on the right buttock consistent with the site of insertion of one of the trocars for the gynemesh placement. Diagnosed that this scenario is most consistent with mesh erosion and chronic infection. Referred to consult an experienced urogynecologist. Continuous vaginal discharge, abscess at exit site of ivs tunneler. On examination she was noted to have 1 cm perirectal abscess with active drainage material at the level where the ivs tunneler would have been inserted and the tape pulled through. The area was very tender on palpation. On examination there was no evidence of any exposed mesh, however there was a taut band at the apex which was consistent either with the ivs tunneler mesh or the gynemesh, or possibly a combination of both. Recommended ivs tunneler and apical graft mesh removal. Underwent exam under anesthesia, vaginal mesh revision/removal, abscess drainage, and rectocele repair for vaginal mesh abscess and rectocele. Yes. Following the mesh revision surgery patient had vaginal mesh erosion in the midline, distal mesh exposure at the level of the posterior fourchette near the perineal body, proximal erosion was approximately mid vagina posterior wall in the midline for which she underwent additional mesh revision surgery as follows:underwent exam under anesthesia, mesh revision, rectocele repair and perineoplasty for vaginal wall mesh erosion. Complains of vaginal mesh complications, cystocele, vaginal bleeding and incontinence. Noted to have mesh exposure, trimmed in office at that time, decreased vb with estring on and off (it has been noted that mesh has been trimmed in office, but records are not available to substantiate this). Diagnosed with stage ii anterior wall defect in vagina, dyspareunia and granulation tissue. Recommended urinalysis, pvr, urodynamics and discussed options to treat dyspareunia. Continue estrace. Vaginal examination reveals granulations. Excised 3 mm, mesh, blue pinpoints - edges of mesh of 1/5 cm area removed. Silver nitrate applied for hemostasis.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).